Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s low blood glucose was 68 mg/dl and customer's high blood glucose level was 300 mg/dl at the time of the incident. Customer reported other blood glucose value was 70 mg/dl. Customer reported that they experienced low blood glucose and high blood glucose. Customer treated with insulin pump and food. Customer states they did not pressed a button down for three minutes or longer. Customer stated that they were able to clear the alarm. Customer did not receive a battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the insulin pump is not being returned.